Event description:
It was reported that the zimmer skin graft mesher was not working properly, and the skin was jamming and tearing. Additional clinical follow up with the hospital indicated that half of the graft went through the mesher and was unable to be used for planned wound coverage. The remaining one half of the graft, that was not meshed, was usable and an alternate device was stated to have been immediately available for completion of the planned procedure. There was only a ten minute increase in surgical time. There was no report of an additional harvest, or medical / surgical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 7 years old and was last returned to the manufacturer for repair on 08/16/2006. Initial investigation of the device revealed flat leaf springs and a worn roller gear. Evaluation of the customer's cutters revealed all four were damaged and deemed non-repairable. Prior to repair, the device was outside of calibration specifications by .0002 on the left side and .0001 on the right side. The reported event was most likely caused by damaged cutters. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.